Manufacturer narrative:
An onsite evaluation of the thermogard xp ivtm console (sn (B)(4) was performed by a zoll service technician. The reported complaint of the console displaying tcmid:05 (coolant diff failure) error message was confirmed during functional testing and based on the event log review. The investigation findings revealed a defective lm 34a/b temperature sensor and a defective pic-16 assembly, likely due to a defective component. During visual inspection, no physical damages were observed. However, during internal visual inspection, pic-16 assembly was burnt. This observation is related to the reported complaint. The event logs were reviewed and confirmed the occurrence of the tcmid:05 error message during the customer reported event date; thus, confirming the reported complaint. In addition, review of the event logs showed tcmid:07 (coolant temp high) error message to have occurred around the customer reported event date. The root cause for both tcmid:05 and tcmid:07 was due to defective lm34a/b temperature sensor and defective pic-16 assembly. The defective lm34 temperature sensors and pic-16 assembly was replaced to address the error messages. Following service, the thermogard xp ivtm system passed the final testing without any error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm console with serial number (B)(4).

Event description:
At the final phase of the ivtm therapy, the thermogard console (sn (B)(4) displayed a tcmid:05 (coolant diff failure) error message and the user was unable to clear the error message. Following this, the console was replaced and ivtm therapy was completed. No consequences or impact to patient.